Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt experienced abdominal and pelvic pain, cystocele, enterocele, bladder spasms and pain with mesh erosion. Removal of mesh and revision of anterior repair with general anesthesia was performed.